Manufacturer narrative:
The customer's biomed tested the iabp and was unable to duplicate the reported problem. The iabp functioned normally and was returned to use.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low vacuum" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported. Note: the customer was unable to provide the serial number of the iabp; therefore, the manufacture date is also unavailable.